Manufacturer narrative:
The lot was manufactured between april 16, 2019 to april 17, 2019. The device was received for evaluation. A visual and magnified inspection was performed which identified a tear/hole at lower left edge where the bag was marked with an arrow. A functional test was performed which revealed a leak from the lower left edge of the bag, approximately at the 100ml area level. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5090385. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the right side seam of the bag. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.